Event description:
I was helping the sterile dressing change team change pts PICC [patient's peripherally inserted central catheter] line. Before we took the dressing off, I noticed one of the prongs from neo PICC securement device was sticking through the dressing.